Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. On (B)(6) 2026, non-osseointegration was verified. Patient presented with fair oral hygiene and nadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and abscess. No further patient complications were reported.